Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the patient was experiencing thoracic pain. It was noted that the lead had perforated. This resulted in tamponade and required drainage. The lead was explanted.